Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted due to unknown reason. Date of explant is unknown. No further details were provided. Information learned from implant patient registry.